Event description:
It was reported the programmer had issues with wireless communication. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): ECG (electrocardiogram) connector is loose on a printed circuit board assembly. It is noted that the reported wireless communication issues were due to the "allow wireless" radial dial not being selected on the programmer. (B)(4): no telemetry with the rf (radio frequency) head; rf head cable found out of electrical specification.